Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29, (lot: 0012877158), product type: 0195-heart valves; product ID l-evprop23-29, (lot: 0013160300), product type: 0195-heart valves; product ID d-evprop23-29, (lot: 0012877158), product type: 0195-heart valves; product ID: d-evprop23-29, (lot: 0012877158), product type: 0195-heart valves; product ID: evproplus-29 (serial: (B)(6)), product type: 0195-heart valves; product ID: evproplus-26, (r247592), product type: 0195-heart valves; implant date: (B)(6) 2026, explant date: (B)(6) 2026. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the first valve was implanted too high. A second valve was then implanted and a post-implant balloon dilation was performed; however, both of the implanted valves dislodged and remained in the ascending aorta. A third valve implantation was attempted, but failed due to an unspecified reason, and the third valve and delivery catheter system were withdrawn. Subsequently, the patient was taken to surgery.